Event description:
Customer reported the doctor found the connector was split during the function test prior to patient use. A new device was used.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The et tube was also returned with the double swivel valve connectors, y connector, and two suction catheters. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the tracheal side of the swivel valve was broken. Based on the visual inspection, the reported complaint was confirmed. The swivel valve is a component purchased from a supplier. A non-conformance was opened to further investigate this issue.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the doctor found the connector was split during the function test prior to patient use. A new device was used.